Manufacturer narrative:
MDR being filed 1/2017 as a result of management change and a review of complaints previously determined to be non-reportable, now determined to be reportable. Device not returned to the manufacturer.

Event description:
"A sales representative mentioned that a material manager reported, that a patient had an infection and the wound opened up on using surgiseal stylus."